Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and failed due to window damage. The receiver passed charge testing but failed to boot. The receiver case was opened and an internal visual inspection was performed and failed due to an overheating board. The reported event of the overheating of the receiver was confirmed via product. A probable cause could not be determined.